Event description:
Technical services received a call on 05/19/2011. Caller stated that this ra lead was implanted on (B)(6) 2011. This ra lead had dropped into the rv. The physician performed a revision on (B)(6) 2011 using the same lead. Ra numbers were all good. Threshold 1/0.4, 494 ohms sensing 1.5 mv. Patient will be discharged and sent home. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).